Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an in-clinic device check. Upon review, intermittent ventricular undersensing during the blanking period following atrial paced events was noted. The patient was in sustained af and the device was undersensing pvcs. The patient is hemodynamically stable so the physician elected no to make and changes to the programming. No patient consequences reported as a result of malfunction.